Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose for two days in 2009 of up to 495 mg/dl. She stated that she performed several boluses through the infusion device but her blood glucose did not decrease. In the evening her husband called the ambulance and the patient was admitted to the hospital. They found that the luer of the infusion set was disconnected from the infusion device. The patient was hospitalized until the second day. Her normal blood glucose level is 120 mg/dl. No further information is available. The alleged infusion set was discarded. An unused infusion set from the same lot will be returned for evaluation.